Event description:
Just after the implantation of the device involved in this report, it was impossible to print a report. Upon later interrogation of the device, no value for atrial impedance was available from data saved into device memory.

Manufacturer narrative:
(B) (4) method, results and conclusions: reported event could not be analyzed, because no files could be retrieved. (B) (4). Conclusion: reported events analysis couldn't be performed because of lack of info regarding these events: no conclusion can be drawn. Nevertheless, it should be noted that management of report printing will be enhanced in the next version of smartview (B) (4).